Event description:
Spouse reported on 3 different occasions this past month the patient¿s cassette would burst when they were preparing cassette. No lot information was available at time of call, but spouse stated she could send "author" a picture of what happened. Picture received. No other information available. Did the issue cause or contribute to patient or clinical injury? No did we [MFR] replace device? Not needed. Patient had additional cassettes is the cassette(s) available for investigation? No, but pictures received did the patient have backups they were able to switch to? Yes was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.